Event description:
It was reported that a patient was presented in the emergency room after receiving inappropriate shock. A device delivered inappropriate therapy for svt with rapid ventricular response. No other episodes of inappropriate therapies were noted. Programming changes were recommended.

Manufacturer narrative:
(B)(4).